Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was suspected to be exhibiting premature battery depletion behavior. During the most recent device interrogation, the estimated battery longevity showed 2 years remaining, (131% consumption). A decrease in the battery's longevity of approximately 3 years was observed since the last device interrogation. A copy of device memory was saved and submitted to technical services (ts) for battery analysis. A ts consultant confirmed that the power consumption of this device has been increasing abnormally, and recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Event description:
It was reported that this device was exhibiting premature battery depletion. During the most recent device interrogation, the estimated battery longevity showed 2 years remaining, (131% consumption). A decrease in the battery's longevity of approximately 3 years was observed since the last device interrogation. A copy of device memory was saved and submitted to technical services (ts) for review. A ts consultant confirmed that the power consumption of this device has been increasing abnormally, and recommended device replacement. This device remains implanted and in service. No adverse patient effects were reported.